Event description:
The customer reported that two healthcare workers (hcw) experienced a burn when unloading the sterrad® 100s chamber after a completed cycle. The symptoms reported were burning on thumb, first, and third fingers of both hands by touching an aptimax sterilization tray. The hcw did not seek medical treatment. The hcw was not wearing personal protective equipment (ppe). This is report two of two health care workers.

Manufacturer narrative:
Asp investigation results: the field service engineer (fse) visited the customer's site following the incident. The fse verified the operation of the power voltage and compressor. He also performed a sensor test, door test, injection test, valve check, rf test, leak test, cassette test, and a test cycle and no problem was found with the sterrad 100s system. Based on the health hazard evaluation (hhe), the risk of coming into contact with h2o2 is considered to be none/negligible. The shuma also considers the risk to be negligible. Based on the complaint trending for h2o2 skin contact issue on the sterrad 100s product line this is not considered a significant trend. Upon review of the service and complaint history for this system for the six months prior to this event, there has not been a trend of this issue for this machine. No further action is required at this time, asp will continue to track and trend the issue.

Manufacturer narrative:
The IFU states the following: warning! Hydrogen peroxide is corrosive concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Per the IFU, all items must be cleaned and thoroughly dried before loading into the sterilizer. Loads containing moisture may cause cycle cancellation. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00065 and 2084725-2010-00069